Event description:
During a laparoscopic cholecystectomy procedure, the doctor received error 5 instrument code. The doctor retroqued the instrument, tried using the isntrument again and received another instrument error. The doctor tried a different blade, torqued the instrument, utilized the instrument for awhile and received another error 5 instrument code. The doctor tried a different device and received another instrument error code. The doctor decided to use an alternate method to complete the case with no patient consequence.